Manufacturer narrative:
Additional information in section b. Investigation result: one 2300e sample was received without packaging from lot 24075032 for investigation; no residual fluid was present. The customer reported that "during solvent sampling with the smartsite bag ... The device broke". A visual inspection of the returned sample confirmed the customer's experience; the smartsite's male luer sheared off and remained bonded within the spike port (appendix 1). The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have confirmed that the observed damage is consistent with the component being subjected to an external lateral force; however a review of the manufacturing and packaging process did not identify any potential sources which could cause or contribute to damage of this nature. A review of the production records for lot 24075032 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2300e set in the past 12 months.

Event description:
We had 2 problems: 1 during manufacture + 1 during administration. 1. Has the patient or user suffered any harm? If yes, please explain no. 2. Could you please specify the date of the event? (B)(6) 2025 (manufacturing). 4. Please confirm how the fault was identified? When drawing the solvent from the bag with the syringe connected to the device, the device broke. 6. Please confirm when the fault was identified during priming or during infusion? If during infusion, for how long? During priming. 8. Please confirm if there is any visible damage to the device - such as cracks, chips or deformation of the plunger? No. 9. Please confirm which substance was being infused at the time of the event? Glucose 5%. 11. Associated with a chemotherapy bag - was this a separate smartsite or the same device as above? Was there any leakage? Same device on bag leakage.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite bag access device separated. The following information was provided by the initial reporter, translated from french to english: during the solvent sampling with the smartsite bag ref 2300e device (batch 24075032), it broke. We had the same problem with a chemo bag equipped with this device.